Manufacturer narrative:
On-site investigation was performed by our field service engineer (fse). No ventilator errors could be detected and no parts were replaced. The ventilator passed all functional and safety tests and was cleared for clinical use. Evaluation of the received logs revealed clinical alarms at date of the event such as: paw high, peep high, high continuous pressure and air supply pressure high. An increase in airway pressure can occur due to a blockage in the respiratory system. According to fse, the used humidifier was from brand of hudson conchatherm neptune humidifier which not recommended by getinge. Our conclusion is that there was no ventilator malfunction. The ventilator detected and generated alarms for the high-pressure situation. The root cause of the reported high airway pressure has not been determined.

Event description:
It was reported that the ventilator generated alarms indicating a high pressure. There was no patient harm. Manufacturer's ref.#: (B)(4).